Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. The 5max ace reperfusion catheter was found to be broken when the tech handed it to the physician. The device was not used and there is no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the 5max ace catheter was fractured approximately 13.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that when handing the 5max ace catheter to the physician, the technician noticed it was broken. Evaluation of the returned device confirmed a fracture in the proximal shaft of the catheter. This type of damage typically occurs when the device is improperly handled during removal from the packaging. If the catheter was removed from the packaging hoop at an angle, the shaft may fracture due to excess force and bending the catheter. These devices are 100% visually inspected during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.